Event description:
Caller reported customer's blood glucose level was displayed as "high", with the specific value unknown. To address this, the customer administered a correction injection using manual delivery and did not require third-party assistance.